Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the customer had difference in readings with different cassettes of strips, documented only the strips reported here. Reported were mobile system blood glucose results of 6 mg/dl, 11 mg/dl, and 25 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.